Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 23-jun-2023. Investigation summary customer returned total of (8) 32ga 4mm pro pen needles, 3 open pen needles from unknown lot# without teardrop labels and 5 unopened pen needles from the lot# 2263357. It was reported by the consumer that no insulin flow when priming. Stated, does not re-use. Stated, patient end is bent prior to injection. All the retuned pen needles visually examined and observed no damages to pe and npe cannulas. Clog test was performed on the pen needles and observed proper flow without any clog issues. Hence, the reported failure cannot be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to confirm the customer indicated issue. Root cause cannot be determined as the issue is unconfirmed.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) was unable to prime medication. The following information was provided by the initial reporter: consumer reported, no insulin flow when priming.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) was unable to prime medication. The following information was provided by the initial reporter: consumer reported, no insulin flow when priming.

Manufacturer narrative:
B3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.